Manufacturer narrative:
The full micra introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was torn. The delivery system introducer sheath was kinked/buckled. Visual analysis of the introducer indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer had an issue with the valve and could not aspirate once in the patient after removal of the dilator. The introducer was removed and replaced. No patient complications have been reported as a result of this event.